Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure to treat a colon polyp, performed on (B)(6) 2025. During the procedure, the physician placed the clip on the lesion and closed the jaw; however, the clip did not deploy from the catheter. It was noted that when they pulled away the clip in a closed position, it caused bleeding. The procedure was completed with another manufacturer's clip. Additionally, the procedure was reported to be prolonged. There were no patient complications reported as a result of this event.